Event description:
It was reported that a clearlink system non-dehp secondary medication set leaked from where the tubing connects to the drip chamber. This occurred during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h11: the device and forty-nine (49) companion samples were received for evaluation. Visual inspection of the actual and companion samples did not identify any abnormalities that could have contributed to the reported condition. Pressure test and clear passage under water were performed on the actual and companion samples, and no defects were observed. Priming was performed on the actual and companion samples, and the sets worked according to requirements. The insertion of the tubing into the drip chamber is according to specifications. Functional testing was performed on the actual and companion samples, and the sets worked according to specifications. All the sets met specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.